Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a medtronic representative via email that the customer experienced 4 low blood glucose episodes in the past three years that required ems to be called. She declined transfer to the 24-hour product helpline.